Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? Was there any damage to the tissue after removing the device?

Event description:
It was reported that during a laparoscopic nephrectomy procedure the instrument locked out on the cystic duct and wouldn't open. Managed to tease the tissue out of the jaws. No patient consequences reported.